Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing and noise artifact was observed. It was recommended to confirm if the device has proper pocket contact inside the patient and various environment factors which may contribute to the issues. Patient was asymptomatic and the patient felt not adverse effects. Upon manipulation of the device, it was observed that the device was implanted deep enough and therefore the device was losing contact in the pocket. Patient was stable prior, during and post event.